Event description:
It was reported to philips that the device had a defective navigational ring. Caller states that navigation ring causes settings to jump around when changes are made. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported.

Manufacturer narrative:
Philips remote service engineer indicated a follow-up is required to repair the bezel. Attempts are being made to confirm patient impact and repair details.

Manufacturer narrative:
The reported issue was confirmed by service. The front bezel was replaced to resolve the issue. The front bezel was not returned for evaluation; however previous investigations have shown that liquid ingress due to the variability of the assembly process can cause the navigation ring to fail.